Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Power on reset occurred on (B)(4) 2010 and (B)(4) 2010; the device recorded a write to locked ram power on reset. Patient has been receiving radiation therapy and this could be the cause. The save to disk review of the power on reset showed that the device operated according to specifications. The device was later returned, analyzed and found to have normal battery depletion along with a ram chip memory error. (B)(4)

Event description:
It was reported that the patient has had two electrical resets, due to radiation therapy. The device seems to be functioning normally and all the parameter settings are the same as before the reset. The device was subsequently removed and replaced. The left ventricular lead was capped and also replaced at that time due to muscle/nerve stimulation. No patient complications were reported as a result of this event.